Event description:
It was reported that "xia 2 5.5 x 30 pa redux screw locked up when surgeon was placing it in pt and it went out of the pedicle into the abdomen. After viewing x-ray surgeon had to remove the screw."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.